Event description:
It was reported that the patient experienced orthostatic hypertension and dehydration. It was noted that the right atrial (ra) lead exhibited intermittently high thresholds. The ra lead remains in use. No further patient complications have been reported as a result of this event.